Event description:
It was reported the device did not give an audible alarm during testing. No patient involvement.

Manufacturer narrative:
Device evaluation- the device was given functional testing. During testing the device was found to meet with specifications. The reported issue could not be confirmed.